Manufacturer narrative:
Event took place in (B)(6). At this time neither further information nor suspected device is available for investigation. As soon as further information will become available a follow up report will be sent in.

Event description:
(B)(4). Needle of the plexolong nanoline was blocked (happened 3 times/ with 3 kits).

Manufacturer narrative:
Event took place in (B)(6). Based on risk assessment and clinical evaluation file is considered as closed.

Event description:
(B)(4). Needle of the plexolong nanoline was blocked (happened 3 times/ with 3 kits).